Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 3.4 cm abdominal aortic aneurysm. The aneurysm and vessel morphology were not reported. The aortic neck was 15 mm in length. It was reported that there were no complications or issues during the implantation of the stent graft and the procedure was successful. The pt died of myocardial infarction one week post procedure in a nursing home. No add'l info has been provided.

Manufacturer narrative:
(B) (4). Eval results: death, myocardial infarction.